Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/21/2017. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The plunger was observed in advanced position and locked. The cartridge was correctly engaged into lower body of the pcb00 device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at 10x microscope magnification showed lack of lubricant material in the device. The lens was observed stuck at the cartridge tube and the pushrod overrides it. The customer's reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The status of the lens was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient's capsular bag tore in relation to an implantation of a pcb00 23.5 diopter intraocular lens (iol) into the patient''s operative eye. No additional information was provided.